Event description:
The user facility reported that the dilator kinked when attempting to insert it into the angio-seal sheath. The procedure performed for the patient prior to the use of the closure device was an angiogram. A 6fr sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There were issues with the insertion of the device as they did not try to insert it because the tube was kinked. The patient's condition is stable, and hemostasis was achieved through manual compression.

Manufacturer narrative:
A1: patient identifier: requested, not available due to privacy a2: age or date of birth: requested, not available due to privacy a3b: gender: n/a a4: weight: requested, not available due to privacy a5: ethnicity: requested, not available due to privacy a6: race: requested, not available due to privacy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e1: phone number: requested, unknown e3: occupation: interventional radiologist the actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The likely cause was determined to have been damage sustained by the locator due to off axis loading during insertion into the sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).